Manufacturer narrative:
The customer was asked to provide additional information about the event. The device investigation has been started.

Event description:
The customer reported that the AED didn't shock the first time they pressed the shock button. The AED did shock during the second cycle of CPR, but didn't shock during the third cycle of CPR. Information on patient outcome was requested, but not provided.